Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 519mg/dl. The mother stated that the customer experienced nausea, vomiting, and dizziness. The caller stated that the customer attempted to lower her blood glucose and changed the basal rates and site. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found no delivery and low reservoir alarm. Assisted the mother to run a manual prime and the insulin did exit. Instructed the caller to remove the cannula and it was not bent. Suggested the mother to change the entire infusion set and reservoir. It was stated that the customer uses the infusion sets on her back side and has a lot of muscle. The mother called back and stated that the customer's doctor advised to change her basal rates to 2.0 units for the entire day, and the customer is doing well. The most recent glucose reading was 256mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.